Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that there was no alarm transfers for a monitor for 24 hours. The device was in use on patient at time of event, there was no adverse event reported.